Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified, mildly tortuous, 100% stenosed, de novo, mid right coronary artery (rca) the lesion was pre-dilatated using a 2.0 x 15 mm semi compliant unspecified balloon dilatation catheter (bdc). The 3.5 x 33 mm xience xpedition stent delivery system (sds) was advanced but failed to cross the lesion even after multiple attempts due to the anatomy. It was noted the stent implant became dislodged from the sds and could not be retrieved; it remains in the patient anatomy at the femoral site; not in the lesion. The procedure was completed using balloon angioplasty (poba). There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy; it is indicated that the stent delivery system (sds) is not returning for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for failure to advance or stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.